Event description:
It was reported that the pt expired in 2007. The device was implanted for 3 months (implanted on approx nine months later. It is unknown if the pt's demise was attributed to the device. No further details were provided.

Manufacturer narrative:
The device was not returned for evaluation.